Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis was not able to reproduce nor confirm the reported complaint. Upon visual and microscopic inspection, no damage was found to the cable assembly or conductor wire. The electrical continuity test passed as well. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The grip bumper test passed. The instrument was also found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing was likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. The root cause is attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the device logs for the fenestrated bipolar forceps instrument (part# 471205-17 / k11220124-0090) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a radical prostatectomy with lymphadenectomy surgical procedure. There were 6 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis found thermal damage on the yaw pulley of the fenestrated bipolar forceps instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was identified in central processing that the fenestrated bipolar forceps instrument had broken wires. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: per the or staff, there was recollection of adverse effects, or issues before, during or after the last procedure was finished.